Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The ntr clip delivery system (cds) was advanced with the clip locked and when exiting the steerable guide catheter (sgc), it was noted the clip arms were open. The clip arms were closed and the cds steered down to the valve. Once in the left atrium (la), the device was tested and worked as expected. Steering the clip was noted to be difficult as it was not easy to adjust medial / lateral movement. The clip was able to be deployed. Another clip was deployed, reducing mr to >1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported for unintended movement from this lot. All available information was investigated and a definitive cause for the reported unintended movement (sleeve steering issue and clip open-locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.